Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a loose patient line cap. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that it was "very loose and will just fall off.¿ the caregiver started therapy over with all new supplies. Proper procedures per the user manual were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.